Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal wall mesh in posterior and anterior wall procedure performed on (B)(6) 2014. Reportedly, the mesh was placed in the vaginal wall and no difficulty in sexual intercourse was noted. According to the complainant, (B)(6) 2014, mesh erosion was observed during examination. Subsequently, the patient was treated by conservative treatment, including the use of estrogen and antibiotics.